Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there was an episode of inadequate therapy during a ventricular fibrillation episode. The inadequate therapy was due to the patient's high defibrillation threshold. The device was upgraded to a higher energy device. The patient was stable following the upgrade procedure. There was no allegation of a malfunction against the abbott device.